Manufacturer narrative:
Siemens has determined that there has been in an increase in non-repeatable false positive ctni results. The ongoing root cause analysis being conducted as a part of the CAPA for this issue has determined that this issue is related to testpak reagent. The customer was unable to provide the investigative teams with message logs to conduct an investigation. Based on the information available, these events cannot be excluded from the scope of this issue given the event describes a non-repeatable false positive ctni where repeat testing of the same sample on a stratus gave a negative value which was accepted as true. (B)(4) has been opened as a result of this issue.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. Siemens has requested data logs to be provided for investigation. The cause of this event is unknown.

Event description:
The customer reported a false positive troponin result on one stratus cs when compared to another stratus cs. There was no report of injury due to this event.